Event description:
It was reported that cgm displayed error 42 and customer was unable to start sensor session. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, error did not appear again, and customer successfully started new sensor session; no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: unknown / unknown / unknown / unknown.